Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that he was feeling tired and "strange" and he found that his infusion device was in the stop mode. He stated his blood glucose was elevated to 28.9 mmol/l (520 mg/dl). His normal blood glucose range is 5-6 mmol/l (90-108 mg/dl). The pt stated he placed the infusion device back in the run mode and bolused to lower his blood glucose. The pt was concerned that the power pack recall was the cause of this issue. The pt was educated on the recall and he was advised that this incident was not related. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.